Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reoccurs, which the customer acknowledged and understood.